Event description:
The tip detached from an intravascular ultrasound catheter (ivus) being used to image a lesion in an angioplasty procedure. The lesion, located in the circumflex, was 70% stenosed, with no calcification. The physician advanced the ivus through the left main coronary artery into the lesion without problems. When physician attempted to withdraw the device the tip detached and remained inside the pts mid circumflex artery. No attempts were made to retrieve the detached tip from the pt. The rest of the ivus catheter was withdrawn from the pt. Pt was reported to be in stable condition following the procedure.